Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon could not screw tightly the triathlon femoral peg on the triathlon femoral component. Therefore, the surgeon used a spare peg instead of it."